Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error. The receiver was returned for evaluation. A visual inspection was performed and no defects were found. The data log could not be downloaded because the device would not boot up. The receiver case was opened for further evaluation. An interior inspection observed moisture damage. Due to the condition of the device, the reported event of a hardware error could not be confirmed. A root cause could not be determined.